Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose in (B)(6) with blood glucose of 600+ mg/dl. The customer stated that her head hurt and she was shaking and feeling ill. The customer was treated with IV pickline. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.